Event description:
It was reported the patient presented to the ER after receiving inappropriate atp therapy. Programming changes were made. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.